Event description:
It was reported to boston scientific corporation that following a posterior pelvic floor repair procedure on (B)(6) 2010, using a pinnacle posterior pfr kit (vertical incision used), the patient presented with a small erosion at the perineal body near the introitus. The physician opined that the pinnacle device did not have a relation to the problem. The patient was prescribed estrogen cream (brand unknown) three times a week (duration unknown), to aid in the healing the mucosa. It was reported that "it did heal some but not completely." On (B)(6) 2010, the physician "trimmed the exposure area, and just closed over it." Reportedly, it was a very quick procedure, and the patient is doing well.

Event description:
It was reported to boston scientific corporation that following a posterior pelvic floor repair procedure on (B) (6)2010, using a pinnacle posterior pfr kit (vertical incision used), the patient presented with a small erosion at the perineal body near the introitus. The physician opined that the pinnacle device did not have a relation to the problem. The patient was prescribed estrogen cream (brand unknown) three times a week (duration unknown), to aid in the healing the mucosa. It was reported that "it did heal some but not completely." On (B) (6)2010, the physician "trimmed the exposure area, and just closed over it." Reportedly, it was a very quick procedure, and the patient is doing well.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
"If implanted, give date" field was not populated in the initial report; this field has been corrected with the date of implantation.